Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed undersensing on some of the ventricular fibrillation (vf) episodes. Follow up was conducted with the patients clinic on file. The healthcare professional (hcp) at the clinic was able to verify the patient had not been seen recently, and they were unaware of the patients recent hospital visit and noted undersensing. The hcp stated she will reach out to the patient and arrange for them to come in for an office visit. No reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.